Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. The issue was resolved by replacing the expiratory cassette membrane, the 5000 h maintenance kit, and cleaning other parts of the ventilator. No faulty part was returned for investigation. Received device logs were not for the reported ventilator. The cause of the reported issue could not be determined due to lack of information.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).